Event description:
Since rptr's switch to the MFR's new blood tube system they have experienced sporadic occurrences of elevated creatine kinase results. Recently their computer flagged the occurrence of a ck result over 800 iu, when the previous result was 42 iu. When a second tube was used to repeat the test (this was another tube, same lot number), the result from the second tube, which was drawn within seconds of the first tube, was only 41 iu. They obviously had two different results from the same venipuncture, but with different tubes. The analyzer MFR's rep told rptr that another hosp had experienced the same high ck test result on a normal pt. Rptr called a lab employee at the other hosp, and told rptr he had seen the same unusual occurrence. He had drawn 3 blood tubes and found one high ck versus two normal ck results. Rptr took her samples to a third hosp to determine if the elevated ck might be related to the analyzer ck methodology. The third hosp ran the two tubes and they also obtained an elevated ck on one tube and a normal ck on the second tube. Rptr called MFR's technical svc rep who said there had been three calls related to the elevated ck results. She noted rptr's info. Rptr asked her to have the MFR's local sales rep contact rptr immediately, so they can switch back to the regular blood tubes. Rptr feels this is a serious problem and should be noted immediately to proper agencies.